Event description:
On 3/28/96 the pt underwent orif of the right ankle for comminuted trimalleolar pilon fracture. On 1/3/97 surgery was performed to remove a portion of one of the screws that had broken.